Manufacturer narrative:
Concomtiant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A manufacturer representative reported that a patient's implantable neurostimulator (ins) was replaced on (B)(6) 2015 due to normal battery depletion. The impedances were not tested prior to the ins replacement. Post-operatively, it appeared that all of the device contacts were showing greater than 4000 ohms when electrode impedances were run. The patient hadn't had any falls or traumas that may have led to an impedance or lead issue, but everything was speculative because it was unknown when the impedance issue began or if it was present before the replacement. A time was scheduled on (B)(6) 2015 for the surgeon to open the pocket, evaluate the connection, and potentially revise the lead if it was deemed necessary. Troubleshooting would be done intraoperatively. During the revision, the ins was disconnected, the lead was cleaned off, and the connection was re-checked. The impedances were still all out, so the lead was removed and replaced. Testing was done again with good response below 2 volts and the impedance issues were resolved. The patient was programmed post-operatively with optimal coverage. No symptoms or potential event cause was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.